Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation within the rated burst pressure, balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.